Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: dr. (B)(6) completed a lap appy. All checked out okay until he returned home and felt ill. He was taken back to the or and they found that 1 unformed staple had caught and damaged his ileum. Patient is currently fine. Second precedure was done to repair the damage from the staple.